Manufacturer narrative:
Additional information : this lot was manufactured between september 02, 2018 and september 12, 2018. The two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a leak was observed from the spike port weld at the top of the tubing behind the bag. The reported condition was verified. The cause of the reported condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from unspecified location (reported as either the seam or the injection port). The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.